Manufacturer narrative:
The cec adjudicated that the previously reported revascularisation of the target lesion, which occurred approx 9 months post index procedure, is related to study device but not related to procedure.

Manufacturer narrative:
Patient has a history of diabetes.

Manufacturer narrative:
The (B)(4) have adjudicated that the previously reported revascularization, which occurred approximately 9 months post index procedure, as a target vessel revascularization. (B)(4) assessed the event as not related to study device or procedure.

Manufacturer narrative:
Cec adjudicated the previously reported target vessel revascularization as an event. The cec has also adjudicated the event as a possible distal embolization, remotely related to the device, procedure and drug.

Manufacturer narrative:
(B)(4).

Event description:
During the index procedure one in.pact admiral drug-coated balloon was used to treat the left distal sfa. Approximately 9 months post index the patient presented with left sfa stenosis was treated with a non-mdt balloon (cutting balloon) for 70% stenosis of the left prox sfa and left distal sfa was also treated on the following day. Investigator assessed that the event was not related to the device, procedure or drug. Outcome was resolved.